Event description:
The distributor reported on behalf of the user facility: the catheter was torn due to an irregular end. No patient contact was reported.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.